Event description:
It was reported that during the implant procedure, both the atrial and ventricular lead dislodged when the device was being placed in the pocket. Both leads were repositioned. The setscrew on the atrial port was not able to secure the lead despite multiple attempts and the lead was able to be removed during the tug test. A new device was used to complete the procedure. No patient complications have been reported as a result of this event.